Event description:
A caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller had experienced consecutive cartridge alarms, prompting the use of a backup insulin pump for therapy. Technical support confirmed the alarm and resolved the issue by arranging for a replacement pump. The caller was instructed on returning the malfunctioning pump and understood the steps for setting up the replacement.